Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter, the device showed flashing indicator light, because of problem with loading the reload to the adaptor and the stapler was not able to fire. The handle did not recognize the reload. Another product was used to resolve the issue.